Event description:
T was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction to b1: adverse event only, no product issue.

Manufacturer narrative:
The device was returned for analysis due to advisory. The device was received from the field with battery voltage above elective replacement indicator level and no anomaly was found on the header that is related to the field concern. The device was tested on the bench and using automated testing equipment, and no anomalies were found.